Event description:
The needle folded and one needle has turn away during an injection. We can't understand if the needle has turned away because it was bad screw or if the needle has broken inside the body of the pt. In any case we have analyzed all the conter sample and the result is conform. Considering that we have not received the defect sample we cannot deep the analysis. All artsana pen needle are conformed to the iso 9626 "stainless steel needle tubing for MFR of medical devices" with normal single use bending / breaking should not occur. No further action. Artsana has decided to fill in the 3500a even if we have not receive any notification from the legal MFR (owen mumford ltd). For this reason we have not enough info for filling in all the boxes. From the legal manufacturer we only have received a short description of the adverse event.